Event description:
It was reported that the programmer screen freezes when trying to load episodes. It was not possible to clear the episodes. After a software download, the implantable cardiac monitor resumed normal device functions. .

Manufacturer narrative:
(B)(6).